Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's display was difficult to read due to being scratched and cloudy. Customer also reported that the battery compartment was cracked and had a chunk missing. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
No cloudy screen was noted. The insulin pump had minor scratches on the display window, a cracked display window, a cracked case at the display window corner, broken battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.